Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change and dexcom g7 pairing, the user received a sensor expired alert, completed the supply change with assistance, resumed insulin delivery, and subsequently observed a low blood glucose value of 67 on the ilet, after which they planned to treat with oral carbohydrates and eat. Symptoms included feeling fine. Outcomes included resolution without outside assistance or medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the device alerted to a low glucose value and functioned as designed, with no device malfunction identified and the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.